Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. In addition the device was open and closed without difficulty. Although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and no anomalies were found, related to the reported event. However, the closure indicator was broken and not making contact with the moving trigger. It could not be determined what may have caused the reported incident of the jaws became not to close and open during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic gastrectomy, the jaws became not to close and open during use. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.